Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced three false positive results. The samples were run in another instrument with results returning as negative. There was no indication that results were reported, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "customer reports they had 3 false positives in the runs, confirmed by running those 3 samples in another instrument and negative results were returned."

Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report#: 1119779-2021-01937. This complaint, and the initial MDR, (1119779-2021-01929), may therefore be disregarded.

Event description:
It was reported that the bd max¿ system, bd max¿ instrument produced three false positive results. The samples were run in another instrument with results returning as negative. There was no indication that results were reported, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "customer reports they had 3 false positives in the runs, confirmed by running those 3 samples in another instrument and negative results were returned."